Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that system software installed on the system board had become corrupted. The system software was re-installed to resolve the malfunction. It could not be firmly established what caused the software to become corrupted. The customer declined repair and the device was scrapped. Analysis of reports of this type has not identified an increase in trend.